Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and high blood glucose levels. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient's legal guardian (lg) reported that the patient had been hospitalized with high blood glucose (bg) levels (specific bg levels not provided). While on holiday, it was reported dexcom readings were not visible on the controller and due to this issue, the patient was hospitalized for high bgs. The patient switched to manual insulin injections. Dexcom was notified of the incident on (B)(6) 2025.